Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the flex deflectable videoscope image blacked out twice in the same surgery. The issue occurred during an unspecified procedure and was completed utilizing the same device. There were no reports of patient harm.